Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the device battery measurement was not available and the save to disk data for file _723000.pdd shows last battery voltage equal to "v" and time of last battery measurement = "n/a" is missing data on (B)(6) 2012. Concomitant product: 6940 implantable tachy lead (B)(6) 2000, 6945 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the device battery voltage did not post on the remote monitoring transmission. The save to disk performance data from the device was examined to find the battery voltage. The device is still in use. No patient complications have been reportedas a result of this event.